Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal circumflex artery with one 3.5 x 15 mm promus stent. On (B)(6) 2011, the patient experienced cardiac arrest and expired. The cause of the cardiac arrest is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported death is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.